Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7136335 product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1232 serial: (B)(6). Batch: 532557.

Event description:
It was reported that patients lead had migrated which was confirmed through xray. The patient underwent an explant procedure where in the lead was removed. The ipg was removed for unknown reasons. The explanted devices were discarded by the medical facility.